Event description:
The customer reported that the analyzer produced unexpectedly high potassium results on two pt samples. A system enhancement has been added to the analyzer to address this issue. The initial high results were not reported to the floor, so there was no pt harm as a result of this occurrence.